Event description:
Pt to have over-the-wire exchange of dl 5 fr PICC for dl 5 fr midline in right upper extremity basilic vein placed on (B)(6) 2014. Pt placed supine on bed with rue abducted and placed on pillow. The 21 cm midline was pulled out to 10 cm mark and site cleansed. PICC trimmed to 45 cm. Pulled out 3 cm more of midline and cut at 10 cm mark. Inserted small portion of guidewire into midline. Grabbed introducer with right hand and looked back at site and saw midline now 1 cm out. When attempted to grab midline, tip of gloved index finger caused midline to go into arm. Guidewire slowly removed and midline no longer present. Immediately applied tourniquet to right upper arm proximal to insertion site. Got stat cxr. Applied another tourniquet proximal to first and applied fist to axilla area to prevent midline migration into circulation. Upon palpation of rue, palpable cord on inner arm. Pt remained calm with no chest pain or sob. X-ray revealed catheter remained in rue. Pt taken to cath lab and interventional cardiologist, patient's attending, successfully removed the midline. Pt had no sequelae. The midline was discarded.